Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 210mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. The pump was unable to perform the displacement test due to the motor error alarm. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.